Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, the patient had tachybrady syndrome and wound dehiscence. A revision was performed and the right ventricular (rv) lead was explanted. The wound was irrigated with antibiotic solution after the procedure. No additional adverse patient effects were reported.